Manufacturer narrative:
Operator of device is unknown, no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump fails rate accuracy and needs calibration. No patient injury was reported.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached in complaint object: I filled out the extra question on the excel document, these units failed at my office while performing the annual pm (preventative maintenace), they were not in use on patients. Failure during annual pm, no patient involvement. Cannot perform calibration. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens, tamper seals intact, and bubbled downstream occlusion (dso) seal. There was no evidence of the reported error in the event history log. The reported problem was duplicated. Running three separate delivery accuracy tests, the pump was found to be over delivery to the manufacturing specification. It was recommended that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range. The downstream occlusion (dso) sensor was calibrated; no issues were found. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).